Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty in (B)(6) 2000. Subsequently, it is alleged that the patient experienced popping, clicking and thigh pain and a revision procedure was performed on (B)(6) 2002. Follow up attempts to obtain additional information confirmed the revision procedure was performed due to loosening of the femoral stem. Additional information received in patient medical records indicates that the initial procedure occurred on (B)(6), 2000. Additional information received in medical records indicates the revision procedure that took place on (B)(6) 2002 was due to femoral stem loosening and debris. The operative notes confirm that the modular head and femoral stem were removed and replaced. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction and pain. There has been no reported additional revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty in (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2002, due to alleged popping, clicking, thigh pain, elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 5 mdrs filed for the same person (reference 1825034-2012-00131, 01780 & 2013-04169 / 04171).

Manufacturer narrative:
Implanted date - (B)(6), 2006. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". On more recent versions of the package insert, number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.